Event description:
It was reported that during an atrial fibrillation case, a heart block and segment elevations were noticed in the patient. The heart block and st elevations were noticed on the recording system, about two (2) minutes after inserting the farapulse catheter (farawave generator) into the heart. The medical intervention provided to the patient was a left cardiac catheterization. The physician suspected an air embolism. The patient was in stable condition at the time of the call. It was noted that no bwi catheters were in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).